Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: a cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the patient had a significant stenotic lesion in the left upper extremity arteriovenous fistula (avf) due to moderate calcification necessitating percutaneous intervention. During predilation with a second non-av balloon, there was increased resistance noted due to kinking of the wire and then separation of the wire when it was repositioned. A distal fragment remained in the radial artery and required surgical intervention for removal. The images show positioning of the wire across the lesion and appropriate treatment of the lesion with two non-av balloon dilations. However the resistance with balloon advancement, wire kinking, wire separation and of the dislodged fragment of the balance middleweight (bmw) guide wire are not seen and therefore cannot be confirmed.

Event description:
It was reported that during a procedure of the moderately calcified, distal radial shunt of the upper extremity, the balance middleweight (bmw) guide wire was positioned and one predilatation with a 3.0 unspecified balloon was performed without issue. A second predilatation with a 3.5 unspecified balloon was performed but during advancing met resistance due to a kink in the guide wire. The dilatation was successfully completed. It was noted that the introducer device slipped out of the vein; as the introducer was attempted to be repositioned the guide wire became separated into two parts and the distal fragment stuck in the radial artery. The introducer device was removed and the patient was brought to surgery for successful removal of the guide wire fragment. It was noted that two days post procedure, the patient remained hospitalized but the recovery was going very well and the patient is fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The resistance with the balloon catheter could not be replicated in a testing environment due to the separation of the guide wire. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.